Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, residual astigmatism was noted at a postoperative examination. The surgeon stated the lens is positioned exactly as he desired. The residual is off axis by 45 degrees. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).